Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received which reported that prior to the rv lead revision, the patient had heart rates in the 40 beats per minute (bpm) range which brought them to the emergency room. The rv impedance measurements had gradually increased which reached 1220 ohms prior to replacement. The thresholds measurements also increased. No additional adverse patient effects were reported.